Event description:
It was reported that the atrial lead dislodged and was repositioned on (B)(6) 2013. The lead dislodged again and was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.